Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and assisting with troubleshooting the unit. The customer reported they tried replacing the speakers ; however, the issue persist. A philips field service engineer (fse), who was dispatched onsite, confirmed there was no sound coming from the speaker when he arrived. The fse recalled finding the pc side panel open and observing the inside to be very dusty. The fse cleaned the dust from pc, sound card connectors, and 90-degree daughter card connectors. After the unit was cleaned, audible output was restored. The device subsequently met all performance and verification testing criteria and was returned to operational service. Based on the information available in the case and tested conducted, the cause of the reported problem was to be a maintenance issue. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Customer reported the speakers were not working. It was confirmed the unit did not produce sound and there was an inoperative message present at the time of the event. The device was in use on a patient at the time of the event, there was no adverse event reported.